Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Product was returned and a visual inspection was performed and passed. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024, which is off-label usage of the device. On (B)(6) 2024, it was reported that the patient was experiencing a stomach bug and was having symptoms of stomachache, feeling sick and being tired. When a fingerstick was taken at home the cgm was reading 184 mg/dl and the blood glucose reading was 244 mg/dl. The paramedics were called by the patient´s cousin due to the symptoms. When the paramedics arrived a fingerstick was taken the cgm reading was 244 mg/dl, and the blood glucose reading was 56 mg/dl. The patient was given oral glucose and as the patient was still not feeling well, the patient was brought to the hospital. On the way to the hospital the patient was given intravenous glucose in the ambulance. At the hospital when the intravenous treatment was continued and at some point, the doctor came and asked the patient to hold a bottle of water and some crackers. She was told if she couldn't hold it properly, she would have been admitted, but the patient held both the bottle of water and the crackers with no issue and was discharged same morning. Besides the treatment from the paramedics the patient stated they also had 2 slices of toast with butter in the morning and in the evening. At the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.